Event description:
A report was received that alleges that the tracheostomy tube was found deflating at the cuff after an unk amount of time in situ. The pt was then brought to the ER where the tracheostomy tube was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned and is currently under investigation.